Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient arrived at the hospital with syncope. Failure to capture was noted, but all other testing came out as normal. Some device features were turned off, and capture thresholds were increased. The patient's was not receiving pacing before, but is now suffering from intermittent block and is pacing much more. Technical services reviewed this patient's data and noted irregular impedances on the right ventricular channel from 500 to 1200 and spring contact issues were considered. This could also be affecting pacing. Ts recommended programming adjustments. Additional information was received, upon the reported episode, the patient fell because of his syncope, hitting the head. For the next 3 hours, the patient did not feel well (dizziness and nausea). The patient received a full check up, including a CT scan because of the head hit, and nothing was found. The patient stated at one point his heart rate decreased to 25 bpm and that occurred a couple times. A few days later, the patient still felt lightheaded with nausea. Subsequently, the patient was checked at his usual health care facility, no pacing inhibition could be reproduced with isometrics or pocket manipulation upon troubleshooting, no abnormalities found at device check. No reprogramming made. This device remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this patient arrived at the hospital with syncope. Failure to capture was noted, but all other testing came out as normal. Some device features were turned off, and capture thresholds were increased. The patient's was not receiving pacing before, but is now suffering from intermittent block and is pacing much more. Technical services reviewed this patient's data and noted irregular impedances on the right ventricular channel from 500 to 1200 and spring contact issues were considered. This could also be affecting pacing. Ts recommended programming adjustments. Additional information was received, upon the reported episode, the patient fell because of his syncope, hitting the head. For the next 3 hours, the patient did not feel well (dizziness and nausea). The patient received a full check up, including a CT scan because of the head hit, and nothing was found. The patient stated at one point his heart rate decreased to 25 bpm and that occurred a couple times. A few days later, the patient still felt lightheaded with nausea. Subsequently, the patient was checked at his usual health care facility, no pacing inhibition could be reproduced with isometrics or pocket manipulation upon troubleshooting, no abnormalities found at device check. No reprogramming made. This device remains in service and no additional adverse patient effects were reported.